Event description:
It was reported that the ilet did not charge when placed on the wireless charging pad, showing a solid green light, despite outlet and cable reseating; the user¿s phone charged on the same pad, and the issue resolved after switching to the correct manufacturer-supplied cord for the battery charger. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a charging problem associated with the battery charger, with a power source problem identified that was attributable to use of an incompatible cord prior to correction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure related to the power source configuration.

Manufacturer narrative:
Initial.